Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the cause is tied to the operating system, when accessing the station's drives remotely can cause a crash. Operating system update kb3179573 was installed to resolve. Customer was asked for ideal time to update the operating system and confirmed that the station is back online. The system functioned as intended.

Event description:
It was reported by the customer that a pyxis anesthesia es system unexpectedly displayed a blue screen caused by an operating system update. No other information was provided by the customer. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Section d4: corrected primary unique device identifier number.

Manufacturer narrative:
Corrections and or additional information has been added to the following sections: a1, d1, d5, h6, h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 22-sep-2021 to 22- sep-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the issue related to a software malfunction. The technical support specialist dialed into the station and forced the windows update to stop. The system functioned as intended after being assessed by the technical support specialist.

Event description:
It was reported by the customer that a pyxis anesthesia es system unexpectedly displayed a blue screen caused by an operating system update. No other information was provided by the customer. There were no adverse events or injuries reported based on this event.